Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit turned off due to battery issue while it was running on battery power for 15 minutes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) turned off due to battery issue while it was running on battery power for 15 minutes. There was no patient injury reported.

Manufacturer narrative:
A getinge fse was dispatched to evaluated the unit. The fse inspected the batteries and found a loose wire on the batteries. After speaking with the biomed, the fse was asked to change the batteries as a preventive measure since they will be due the next preventative maintenance (pm) cycle. The fse installed new batteries and performed a pm, with full calibration, and tested the unit. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
N/a.